Event description:
A purchasing assistant reported that an intraocular lens (iol) was exchanged for another lens because the clinical desired outcome was not achieved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not received. (B)(4). The MFR internal reference number is: (B)(4).